Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5213929. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
While making rounds, a nurse noticed fluid leaking from the septum of a patient¿s IV line. The fluid was not entering the bloodstream but was seeping out through the damaged septum, resulting in wasted medication and a short fill. This situation also posed a risk of infection or local skin irritation. The nurse immediately stopped the infusion, closed the regulator to prevent further leakage, replaced the IV set, and comforted the patient to provide psychological support.